Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be inaccurate and the pump indicated a data log corruption. The customer¿s blood glucose was in the 40's (mg/dl) due to the school nurse accidentally delivering two doses of insulin for the customer's lunch. To treat the low bg level, the customer consumed juice. Reportedly, the customer continued using the pump for insulin therapy.